Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt says they are seeing a call your dr screen for the last 2-3 days. They mentioned they haven't used ins recently because they usually just use the stimulation in the wintertime as the cold season makes their legs hurt, so they don't use it in the warm season but is able to get coupling boxes when charging. They don't remember which call your dr screen was coming up so the patient services agent had them start a charge session. At first they got 2 coupling boxes and then it went up to 4 boxes. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturing representative (rep). The rep reported that they met with the pt and was seeing eos (end of service) screen on pt programmer. Rep reports he was unable to interrogate device. Technical services (tss) reviewed how overdischarge strikes can effect the longevity of the battery.